Manufacturer narrative:
4/18/2025 - we were notified of a patient who had a capsule procedure on (B)(6) 2025 and had the capsule retained, the patient was scheduled for a colonoscopy on (B)(6) to retrieve as the capsule remained on the cecum. Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. 4/24/2025 - we received the capsule at the download center and during the download it was discovered that the capsule's runtime was 06:22:46 and it only captured 25655 frames due to a technical issue. The capsule stopped capturing prematurely while it was in the small bowel due to a battery leakage. 4/25/2025 - frm-0089c was received stating the patient had "chronic constipation and history of bowel obstruction/ ileus", therefore the patient had a pre-existing condition that could have led to the retention. It also indicated that the "device appeared intact in the cecum and uneventfully retrieved with colonoscopy". Upon further investigation it was confirmed that the battery leakage was within the battery pack and contained inside of the capsule, there wasn't any physical damage to the capsule that could allow the battery leakage to seep out. No evidence of the electrolyte leakage outside the capsule was found therefore it is deemed that there is no risk posed to the patient with this failure. ~6hrs of video were successfully uploaded to the capsocloud. 4/28/2025 - a replacement capsule was sent to the customer.

Event description:
4/18/2025 - we were notified of a patient who had a capsule procedure on (B)(6) 2025 and had the capsule retained, the patient was scheduled for a colonoscopy on (B)(6) to retrieve as the capsule remained on the cecum. Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. 4/24/2025 - we received the capsule at the download center and during the download it was discovered that the capsule's runtime was 06:22:46 and it only captured 25655 frames due to a technical issue. The capsule stopped capturing prematurely while it was in the small bowel due to a battery leakage. 4/25/2025 - frm-0089c was received stating the patient had "chronic constipation and history of bowel obstruction/ ileus", therefore the patient had a pre-existing condition that could have led to the retention. It also indicated that the "device appeared intact in the cecum and uneventfully retrieved with colonoscopy". Upon further investigation it was confirmed that the battery leakage was within the battery pack and contained inside of the capsule, there wasn't any physical damage to the capsule that could allow the battery leakage to seep out. No evidence of the electrolyte leakage outside the capsule was found therefore it is deemed that there is no risk posed to the patient with this failure. ~6hrs of video were successfully uploaded to the capsocloud. 4/28/2025 - a replacement capsule was sent to the customer.

Event description:
4/18/2025 - we were notified of a patient who had a capsule procedure on (B)(6) 2025 and had the capsule retained, the patient was scheduled for a colonoscopy on (B)(6) to retrieve as the capsule remained on the cecum. Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. 4/24/2025 - we received the capsule at the download center and during the download it was discovered that the capsule's runtime was 06:22:46 and it only captured 25655 frames due to a technical issue. The capsule stopped capturing prematurely while it was in the small bowel due to a battery leakage. 4/25/2025 - frm-0089c was received stating the patient had "chronic constipation and history of bowel obstruction/ ileus", therefore the patient had a pre-existing condition that could have led to the retention. It also indicated that the "device appeared intact in the cecum and uneventfully retrieved with colonoscopy". Upon further investigation it was confirmed that the battery leakage was within the battery pack and contained inside of the capsule, there wasn't any physical damage to the capsule that could allow the battery leakage to seep out. No evidence of the electrolyte leakage outside the capsule was found therefore it is deemed that there is no risk posed to the patient with this failure. ~6hrs of video were successfully uploaded to the capsocloud. 4/28/2025 - a replacement capsule was sent to the customer.

Manufacturer narrative:
4/18/2025 - we were notified of a patient who had a capsule procedure on (B)(6) 2025 and had the capsule retained, the patient was scheduled for a colonoscopy on (B)(6) to retrieve as the capsule remained on the cecum. Frm-0089c capsule incident questionnaire was sent to the customer to gather additional information. 4/24/2025 - we received the capsule at the download center and during the download it was discovered that the capsule's runtime was 06:22:46 and it only captured 25655 frames due to a technical issue. The capsule stopped capturing prematurely while it was in the small bowel due to a battery leakage. 4/25/2025 - frm-0089c was received stating the patient had "chronic constipation and history of bowel obstruction/ ileus", therefore the patient had a pre-existing condition that could have led to the retention. It also indicated that the "device appeared intact in the cecum and uneventfully retrieved with colonoscopy". Upon further investigation it was confirmed that the battery leakage was within the battery pack and contained inside of the capsule, there wasn't any physical damage to the capsule that could allow the battery leakage to seep out. No evidence of the electrolyte leakage outside the capsule was found therefore it is deemed that there is no risk posed to the patient with this failure. ~6hrs of video were successfully uploaded to the capsocloud. 4/28/2025 - a replacement capsule was sent to the customer.